Manufacturer narrative:
The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to a stago laboratory method with neoplastin reagent. On (B)(6) 2023 the patient had an initial meter result of 5.8 inr and upon re-test the meter result was 5.6 inr while the laboratory result was 4.1 inr. The laboratory measurement was taken immediately after the meter reasurements. The patient's warfarin dose was held for 2 days based on the meter results. The patient's therapeutic range was 3.0-4.0 inr.